Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, it was noted that the device delivered less than intended. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. No additional information was provided.